Event description:
A (B)(6) male pt contacted zoll customer support to report that the battery charger was not working. The battery that was on the charger was not charged. The pt received a replacement charger/modem.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (does not charge batteries) has been confirmed. Upon eval, the power supply unit was defective. The cause of the inability to charge the batteries is the defective power supply unit. The cause of the defective power unit is a damaged connector. The connector pins were not seated properly into the connector. The root cause of the recessed pins cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the damaged power unit connector. The pt received a replacement battery charger.